Event description:
It was reported that the patient experienced inadequate pain relief and stimulation in the rib area. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well post operatively.